Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician implanted a ruby coil into the target location using the lantern. When the distal tip of the pod pc was advanced approximately eighty centimeters through the lantern, the physician encountered resistance. Subsequently, the pod pc became stuck in the lantern. Therefore, the pod pc was removed from the lantern. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed pusher assembly kinks throughout its length, and the pusher assembly was fractured on its proximal end. This damage was likely incidental to the reported complaint and prevented the device from being functionally tested. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.